Manufacturer narrative:
Evaluation summary: two samples were returned for evaluation. Both units were removed from their packs and visually examined. This examination confirms that the main stem of the tubing was compressed at the 17cm depth marking. This compression was for a distance of 5mm. This type of damage was indicative of the user pressing on the main stem of the tubing. An attempt made to replicate the damage detected on the returned unit and similar damage was observed when the main stem of the tubing was physically pinched using the thumb and forefinger. The reported defect was detected on one of the two units returned. The device failed to meet specification as it was received or made available for evaluation. The cause of the observed condition was determined to be abnormal stress. The DHR review shows the product was released to specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient bites down the endo tracheal tube and would not return to shape. It was also indicated that this cause wire to be exposed. They remove the et tube and put in another to resolve the issue.